Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was placed on an in-house system, and failed the clip test on multiple attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. Additional information not reported by site: the instrument was found to have a loose grip cable at the distal end. The instrument was also found to have one or more of the housing snaps broken. This failure is most commonly caused by mishandling/misuse. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the medium-large clip applier (pn: 470327-09, batch-sequence: n10170808-0101) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 13th use of the instrument. This complaint is being reported because a loose grip cable and subsequent clip test failure could lead to inadequate clip application, which could compromise hemostasis. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Device expiration date for was left blank as this instrument has 100 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 13th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported the medium-large clip applier instrument was not working. The operating room (or) did not provide any information on what was wrong with the instrument. The instrument was labeled defective. There was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter had no recollection of any issues with the medium-large clip applier. The reporter did not know what was wrong with this instrument and was not able to provide any patient-related information.